Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that it was taking awhile for the patient to charge the ins. The patient noted that it takes most of the night, and that they usually charge the ins when its around 50%-75% full. It was reviewed that the patient should charge while they are awake so they can keep an eye on the coupling and make sure the antenna doesn't move around. No patient complications were reported. Follow-up was conducted.